Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7073165/5035499. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 27083474.

Event description:
It was reported that the patient had an infection that was not device related. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.